Event description:
Pt reported obtaining a blood glucose result of 300 mg/dl, while using the suspect device. Pt indicated that her blood glucose was immediately retested, on a pharmacist's blood glucose monitor, with a result of 126 mg/dl. No pt injury was reported and no treatment was received. While on the line with technical support, quality control tests were performed on the suspect device and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.